Manufacturer narrative:
The service team sent the sample to another laboratory to re-confirm the western blot methodology, and the result was negative. The 1st sample and the 2nd sample were consistent with being correct negative elecsys anti-hcv ii results as confirmed with the western blot negative result. No sample was provided for investigation. The investigation did not identify a product problem.

Event description:
We received an allegation about questionable negative results for 1 donor's serum/plasma sample tested with elecsys anti-hcv gen.2 (anti-hcv ii) assay on a cobas e801 immunoassay analyzer when compared to western blot methodology. The 1st sample was obtained on (B)(6) 2023 and the initial result was 0.0408 coi (interpreted as non-reactive). This sample was then tested with western blot methodology using 3 different measuring bands and the 3 results were positive (interpreted as reactive). The 2nd sample was obtained on (B)(6) 2024 and tested. The result was 0.0385 coi (interpreted as non-reactive). This sample was tested by western blot methodology and the result was undetermined.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). Sample material was requested for investigation. The investigation is ongoing.